Event description:
It was reported that surgeon had to revise anatomical baseplate because it was implanted too vertical and was notching the glenoid. Baseplate was loose with zero bone on-growth. Anatomical baseplate was revised to tm baseplate. Humeral stem was left alone. Surgeon alleged that anatomical instrumentation led to vertical placement of baseplate and inverse forces applied to implants.

Manufacturer narrative:
No product was returned for eval. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add¿l info be received that changes this conclusions, an amended medical device report will be filed. Zimmer considers the investigation closed. (B)(4).